Manufacturer narrative:
Unit passed displacement test and selftest. Hardware low level failure alert (variable 3) was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Event description:
The customer reported via phone call that their insulin pump had a pump error alarms. The customer¿s blood glucose was 140 mg/dl. She stated the active insulin cleared and she is out of auto mode. Troubleshooting steps were provided for power error detected alarm and found pump error 140, pump error 63. The customer was able to successfully clear the alarm. The customer was able to complete pump rewind. Error table indicates the pump should be replaced. The customer was advised that the insulin pump needed to be replaced and was advised to revert to the backup plan. The insulin pump will be returned for analysis.